Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy for a supra ventricular tachycardia. Programming changes were made. The device remains implanted.